Event description:
I have rsd. About two years ago, I had an indwelling spinal cord stimulator implanted in my hip. I was told that it would last years by the MFR's rep. I lasted about 6 months and failed. I was readmitted to have another spinal cord stimulator implanted. The MFR's rep said that this device is designed to last 7 years. It lasted 4 months and failed. Now, we are talking about doing it again. The pain of each implanting of these two devices is significant. It has a very significant impact on me, not to mention the financial impact on my family. I have an 80/20 plan and I cannot continue with this implant/fail process that this MFR is giving me. The MFR communicates that the devices will last years and they only last months. My questions are: is the MFR accountable for misrepresenting the quality and durability of the devices? If I decide to go through this again, can the MFR be required to cover my share of the medical expenses? What are my options this way? Diagnoses or reason for use: ads.